Event description:
It was reported that low impedance was observed. X-ray confirmed lead damage. During the explant procedure, the lead was found to be fractured in two places. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 23.5-25.0cm from the connector pin, consistent with lead friction to the ICD can. One sensing conductor was fractured at this location. Insulation and conductor damage was noted at 32.0-33.0cm from the connector pin, consistent with rib/clavicle crush damage. The etfe coating was abraded at this location. This is consistent with the observation from the field of low impedance.